Manufacturer narrative:
H3. Analysis of the recharger (s/n (B)(6) found database corruption during out of box setup resulting in the device operating in runmode. Analysis of the charging dock (s/n (B)(6) found the device tested okay. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2023-dec-06 sap 000303470930 sap 000303471071 rtg0519350 (con): it was reported that the wireless recharger (wr) dock power cord was loose and did not stay in the dock port. The patient said they placed something on the power cord to get the green power light. The caller said this had been going on for a while. Pss sent a request to replace the dock and the power cord. No symptoms/complications were reported. (B)(6) 2023 rtg0519350 (con): additional information was received from the patient that they received the replacement kit and confirmed they could use their existing recharger in the replacement docking station. The caller attempted to use the new wireless recharger (wr), but it would not power on. When they placed it on the docking station, no lights lit up. The caller reported that it had been sitting on the docking station since friday. The caller also noted that over the past 3 months, they have been recharging every other day, but it now takes them 1 hour; this is an increase. The caller did not have any setting adjustments that correlate to that change. The caller also noted that their parkinson's has progressed, and they cannot turn the settings up anymore because then it will make their speech worse. The caller was difficult to understand. Reviewed with the caller that the hcp or the rep would be able to look at recharging information with their equipment to investigate why it is taking longer. 2023-12-12 rtg0519350 update (rep): no new information. 2023-12-12 rpi 408650 (con): no new information.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID cd9000 (serial: (B)(6) ; product type: 3242-multiple therapy product brand name ; product ID wr9200 (serial: (B)(6) ; product type: 0213-recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the wireless recharger (wr) dock power cord was loose and did not stay in the dock port. The patient said they placed something on the power cord to get the green power light. The dock was not showing a green light. The caller said this had been going on for a while. Pss sent a request to replace the dock and the power cord. No symptoms/complications were reported. Additional information was received from the patient that they received the replacement kit and confirmed they could use their existing recharger in the replacement docking station. The caller attempted to use the new wireless recharger (wr), but it would not power on. When they placed it on the docking station, no lights lit up. The caller reported that it had been sitting on the docking station since friday. The caller also noted that over the past 3 months, they have been recharging every other day, but it now takes them 1 hour; this is an increase. The caller did not have any setting adjustments that correlate to that change. The caller also noted that their parkinson's has progressed, and they cannot turn the settings up anymore because then it will make their speech worse. The caller was difficult to understand. Reviewed with the caller that the hcp or the rep would be able to look at recharging information with their equipment to investigate why it is taking longer.